Event description:
It was reported that the patient presented in clinic for a pacemaker software upgrade. During the upgrade, the device went into back-up mode. The patient was symptomatic due to the loss of av synchrony and was very anxious. The firmware was downloaded to recover the device. The software was not upgraded. The patient was stable.

Manufacturer narrative:
Supplemental MDR required to report (B)(4) which were earlier reported as (B)(4).